Manufacturer narrative:
Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It has been reported that when using a turbo-ject® double lumen power-injectable PICC, the sheath frayed at the tip.

Event description:
It was reported in additional information received from the physician on 22feb2019 that occurrences of fraying at the tip of the sheath has happened at least 5-10 times during PICC line placement procedures. The dates of the events are currently unknown. Product codes and lot numbers are also unavailable. It is unknown if the devices will be available to return to the manufacturer. Patient demographics are not available. All events occurred during patient contact. When using the dilator and the sheath (user is unsure of what brand), they could be inserted together and then the dilator removed, leaving the sheath in place. At some point, it was noted that the sheaths were beginning to fray. Because of this, the procedure had to be broken down in two steps, dilate first, remove the dilator, and then put the sheath over top of the dilator and replace both. Even if dilation occurred first, the sheath would still fray on occasion. A registered nurse was then needed to open a new kit for a new sheath, because once the tip frays, it cannot be used any longer. This has happened the most on the 3fr PICC, but also occurs with the 4fr PICC. The physician was unsure if this has occurred with a 5fr PICC. It is customary to give the frayed sheaths to the charge nurses and they would forward the device to someone that would look into it. The physician does not think any unintended piece of the devices were left in the patient's body. Because of the fraying, the physician lost access one time because it caused a kink in the wire. The wire could then not be removed unless the whole device was removed. The physician was required to repeat access in a new site after already dilating. As reported, there have been no adverse effects to the patients due to these occurrences. Follow up with the hospital risk manager is currently underway to gather more information on device and event details.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Additional information: reported to a regulatory agency?: unsure. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Patient identifier updated. Investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. Additionally, a document-based investigation evaluation was performed for lot 8998271 revealed no reported nonconformance's. A software search revealed no other complaints have been reported for the complaint lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Supplier investigation the device information was sent to the supplier for further investigation. The supplier reviewed the device history record, the procedure, and occurrence rate. A root cause could not be concluded because the manufacturing records did not contain any discrepancies in the manufacturing process or records related to the issue. No corrective actions were taken based on the reported issue. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established the appropriate personnel have been notified per the quality engineering risk assessment, no further action is required cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.